Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat de novo atrial fibrillation, a polarx fit catheter was selected for use. While working in the right inferior pulmonary vein (ripv), error 1 - 00004000-2: console detected blood in the catheter occurred. The catheter was removed, and blood was visible inside the catheter after the error occurred. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.